Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via an 8fr prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, the first perclose was successfully pre-placed. A cuff miss [suture retrieval issue] occurred with the next two prostyle devices. The suture of a new perclose device was successfully pre-placed. The sheath was upsized to a 14fr and the tavr procedure was completed. Hemostasis was achieved with the pre-placed perclose sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information, the investigation determined that the reported needle to cuff miss and subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.